Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (fse) inspected the system by remote service and confirmed the foot switch connection light is blinking red and the loss of intermittent connection between the base station and wireless footswitch is lost. The customer began using the wired footswitch instead. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction (z-0476-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wireless foot switch connection light is blinking red and unable to make exposures. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.